Event description:
Complainant alleged that during a patient (age and gender unknown) set up of the device, the clinicians found that the paddle connector did not lock into the defibrillator's stump connector,causing a "paddle fault"error message to appear on the device screen when the cable was moved. The clinicians were able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.